Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee arthroplasty the tip of the impactor fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the driver impactor pad-femoral confirmed that the part had fractured. Device history records were reviewed with no discrepancies relevant to the reported event noted. No other reports of this nature have been received for the reported part/lot combination. Package insert which accompanies the device states, "do not subject instruments to high loads and/or impact as breakage can occur. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted." It is considered that overloading with pressure and/or fatigue (wear and tear) are the root causes of the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.